Manufacturer narrative:
The reported event of noise was not confirmed. A full lead was returned in three pieces for analysis. Electrical tests, visual and x-ray examination were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2023-22315. It was reported that the patient presented with noise exhibited on both the right ventricular (rv) lead and right atrial (ra) lead. Both leads were explanted and replaced. The patient was discharged.